Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, it appears the device was inserted too deep, likely due to use in the vein causing a low or no pulsatile mark, causing the physician to push deeper resulting in a backwall stitch. The device was not returned to confirm marker patency. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional procedure to treat a traumatic bone contusion, via internal iliac artery embolization using a small-bore sheath. Reportedly, due to low blood pressure related to the traumatic bone contusion, the bleeding of the marker lumen was atypical. The device was pushed deeper into the vessel and then retreated until resistance was felt; however, the bleeding of marker lumen stopped. The proglide suture was placed and knot advanced. Additional manual compression to the puncture site and bandaged with pressure was applied. Three days after the procedure, (B)(6) 2025, it was noted that the skin temperature of the right lower limb decreased, and a pulse could not be felt. A computed tomography (CT) examination was done on (B)(6) 2025 and revealed that a foreign object [proglide suture/knot] was in the right common femoral artery. On (B)(6) 2025, it was confirmed that the foreign object was the suture/knot of the proglide device, and surgery was done to remove the knot/suture. During removal, it was noted that the suture was tied to the posterior wall of the vessel. After removing the suture and knot, the skin temperature returned to normal and the pulse of the foot dorsum artery returned to normal. No additional information was provided.